Event description:
Update 1/6/2014 - sales rep reported revision surgery. Patient was revised to address pain. Replaced with pinnacle implants. There is no new additional information that would affect the investigation. The complaint was updated on: 01/22/2014.

Event description:
Litigation alleges, patient had pain, stiffness, discomfort and weakness affecting mobility after asr hip implant.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 5/15/2014 - medical records received. Patient revised to address a squeaking noise, elevated metal ion levels and fluid seen on an MRI. Additional notes include a diagnosis of metallosis and inflammation from wear particles. The information received does not change the MDR decision. This complaint was updated on: 06/05/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 5/15/2014 - medical records received. Patient revised to address a squeaking noise, elevated metal ion levels and fluid seen on an MRI. Additional notes include a diagnosis of metallosis and inflammation from wear particles. The information received does not change the MDR decision. This complaint was updated on: 06/05/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.